Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 was malfunctioning and was difficult to open. A field service engineer (fse) found a broken rail and a damaged retractor band, which was the cause of the issue, both required replacements. The fse powered off the station, removed the drawer, replaced the retractor band and rails, reinstalled the drawer, and restarted the station. The drawer is now functioning properly, and the functionality was successfully verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary the drawer was stuck and required to be manually pulled to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.